Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of t-wave oversensing were observed. Recommended to reprogram the device settings. The patient will be monitored. No adverse consequences for the patient.